Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable assembly, wire to board, was broken. As a result this assembly was replaced. (B)(4).

Event description:
It was reported that the test cable could not be pulled up from the device. The external pulse generator (epg) was returned for servicing. There was no patient involvement.